Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 77 mg/dl, and the meter bg reading was 37 mg/dl. Customer's spouse reported that the customer's symptoms did not match the cgm reading. The cause of the unexpected drop in the bg level was not known. Emergency medical technician's were called and the customer was given a glucose stick and orange juice. Customer was admitted to the hospital and was monitored while connected to the pump. Customer could not recall if the treatment resolved the low bg; however, customer was discharged the same day with no permanent injuries.